Event description:
It was reported the patient¿s IPG was inoperable due to not charging. IPG also flipped in the pocket site confirmed by fluoroscopy and leads pulled out of the header slightly due to a hard fall. Surgical intervention took place wherein the IPG was explanted and replaced to address the issues. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.